Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using a clip applier out of flextray tnc69xl. Some of the clips scissored however the clip applier was used successfully enough times to complete the procedure. Device has been discarded. No patient consequences reported.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.